Manufacturer narrative:
Date of event and patient's weight is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The infection has resolved.